Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that on (B)(6) 2023 implanted the catheter. (B)(6) 2024, a patient with this catheter was taking a shower in the hematology ward of this hospital. When the gauze was removed after the shower, the transparent part of the catheter connector was torn. The distal side of the torn catheter connector (the side with the red hub) was discarded in the hospital and was not recovered. There was no reported patient injury.

Event description:
It was reported that on 10/11/2023 implanted the catheter. (B)(6) 2024, a patient with this catheter was taking a shower in the hematology ward of this hospital. When the gauze was removed after the shower, the transparent part of the catheter connector was torn. The distal side of the torn catheter connector (the side with the red hub) was discarded in the hospital and was not recovered. There was no reported patient injury.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr single lumen groshong catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a break was observed in the extension tubing. Microscopic examination of the catheter break confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.